Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels. Bg value displayed as 'high' on the continuous glucose monitor (cgm); cause was not known. Customer had large ketones that their health care provider (hcp) identified as dangerous. Reportedly, the customer addressed the ongoing highs with correction boluses, manual injections of insulin, or supply changes.